Manufacturer narrative:
Additional information: the returned driver was evaluated. The alignment was found to have fractured off the tip of the driver. The cause is likely attributed to higher than anticipated forces placed on the driver while removing previously-implanted screws. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an inserter broke during surgery while trying to remove a previously implanted screw. The screw was being removed to address adjacent-level disease progression; there were no reports of screw malfunction. The screw was removed using an alternative method. There were no reports of patient impacts associated with this event.